Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated post closure of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 72mm abdominal aortic aneurysm. The neck length was noted as 10mm. It reported that the device deployed 3-4 mm low and the seven heli-fx endoanchors were also implanted. There was no endoleak detected at the end of the procedure. It was reported that approximately two years later the patient expired from an abdominal aortic rupture. It was noted the patient's last follow up CT was three days prior to death. Per the physician, the procedure was noted to have been successful initially with the aneurysm shrinking to 52mm but the late development of a type ia endoleak lead to the rupture. No additional clinical sequelae were reported and the patient is expired.